Event description:
It was reported to vyaire medical that the vela ventilator alarmed "xdcr transducer fail" (transducer fault) and "vent inop". (Vent inoperable). The customer confirmed that there was no patient involvement associated with the the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received."